Manufacturer narrative:
This report was mailed to FDA on: 06/12/2015. (B)(4).

Event description:
A customer reported that a surgeon was having an issue with an intraocular lens (iol) and a pt experienced an unexpected refractive outcome. The lens was exchanged. The pt is doing well following the exchange. Additional info was requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records showed the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. (B)(4).